Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode following magnetic resonance imaging (MRI). Device MRI settings were enabled and MRI procedure was properly followed. While in back up mode, high voltage therapies were not available. The device was reprogrammed. The patient was stable.